Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their drg system. Diagnostics indicated that l5 and s1 drg lead had high impedances. L5 lead was also twisted from the ipg and was fractured. It was confirmed that all the 4 drg leads (l5, s1, s2 and s3) were twisted behind the ipg and were in a grape size ball. Additionally, patient was experiencing pain in the ipg site. As a result, surgical intervention took place on (B)(6) 2025, wherein the all the 4 leads and ipg were explanted and replaced to address the issue.